Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a marathon catheter that had a leak. The patient was undergoing a procedure for onyx embolization of an intracranial arteriovenous malformation (avm). Vessel tortuosity was normal. It was reported that the devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed per IFU. The guide catheter was in position and the guidewire was used to place the marathon catheter. Onyx injection was then started but no onyx could be seen exiting the marathon catheter. The catheter was withdrawn and a syringe was used to push onyx in vitro at which time it was observed that the marathon catheter had a crack about 6cm from the tip and onyx was observed exiting the catheter from the crack. The marathon catheter was replaced and the procedure was able to be completed without further issue. There was no harm or injury to the patient. Ancillary devices: onyx 18, cordis 6f guide catheter, stryker synchro-10 guidewire

Manufacturer narrative:
H3: the marathon micro catheter was returned for analysis. No damages were found with the marathon catheter hub. Onyx residue was noted in the catheter hub. No bends or kinks were found with the marathon catheter body. The marathon catheter body was found ruptured at ~6.7cm from the catheter distal tip. No damages were found with the catheter tip. Onyx residue was noted in the catheter distal tip lumen. The marathon total length was measured to be ~172.3cm, the usable length was measured to be ~166.2cm which is within specification (specification: 165.0cm ± 2.5cm), and the distal floppy segment was measured to be ~25.7cm which is within specification (specification: 25.0cm +2.0cm -1. 0cm) based on the device analysis and reported information, the customer¿s ¿catheter rupture¿ report was confirmed. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance, or pauses longer than two minutes. However, the cause for the rupture could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was resistance after injection. At this time, the microcatheter was withdrawn, and the side leakage was found by inspection. Onxy was injected, and it was withdrawn from the body when it encountered resistance. The inspection found a problem, and the microcatheter was replaced and re-injected. There was no pause or continuous injection. No unintended location was found to get embedded.